Event description:
It was reported that the patient was waking up wet while using the female external catheter. The customer believed the canister lid was faulty also stated they did not get instructions with the purewick urine collection system. The representative did troubleshoot and advised the patient to place machine on the floor and did water test 30 seconds, and the patient to bend and pinch, spread labia, use under garment to hold in place. It was noted that the purewick accessories replacement kit was shipped along with the original unit on 06feb2023 and the patient had been using the purewick products for less than 90 days.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿miss out to put in the carton box¿. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required because labeling could not have prevented the reported issue. Corrections: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was waking up wet while using the female external catheter. The customer believed the canister lid was faulty also stated they did not get instructions with the purewick urine collection system. The representative did troubleshoot and advised the patient to place machine on the floor and did water test 30 seconds, and the patient to bend and pinch, spread labia, use under garment to hold in place. It was noted that the purewick accessories replacement kit was shipped along with the original unit on (B)(6)2023, and the patient had been using the purewick products for less than 90 days.